Event description:
The clinician reported a week after the dental implant was placed in ada site 28 in the patient's mouth, the implant did not achieve osseointegration in type IV bone. The clinician reports the implant was too close to the adjacent tooth's apex and elected to remove the implant. The patient's swelling and insufficient bone quality were noted. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.